Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 5/04/2021. H6 component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number an4773, and no non conformances / manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm how many sutures broke during this single procedure being reported? Several but exact number unknown. The suture was in contact with the patient? Yes. Procedure name and date? Several procedure involved, number, date and name unknown. Note: events reported in 2210968-2021-01463 and 2210968-2021-01471. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread broke at the setting. The procedure was not stopped. A new device was used. There was a delay of 5 minutes. There were no adverse patient consequences. No additional information was provided.